Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded by the hospital staff. Based on the information received and without a product assessment, a definitive root cause could not be determined. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
This report captures the 5 prior reported cases. During one case, the surgeon found the suture ring in the posterior pericardial well when checking the grafts a final time. The surgeon indicated that it would have been left in the patient. Refer to report number: 3008500478-2016-00032.